Manufacturer narrative:
Section d: the unit was received and forwarded to the manufacturer for eval. When the eval is complete, a supplemental report will be filed. Section h 6. Other: the eval of the unit has not been completed.

Event description:
It was reported that during an acl procedure there was an error 03 on the window display. The surgeon switched to gravity and a one-hour delay was experienced as a result.